Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4).

Event description:
Patient's mother contacted dexcom on (B)(6) 2016 to report that on (B)(6) 2016, the patient experienced a loss of connection between the display device and transmitter. Dexcom representative advised patient's mother to replace new sensor, to remove smart device case and advised to try using the receiver. The complaint device was not returned for evaluation. However, the data log was provided by the patient. The data was reviewed on 05/06/16 and did not confirm the reported loss of connection. No additional patient or event information is available.